Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it reached the elective replacement indicator (eri) earlier than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 60 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.